Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 20. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, abscess, fistula and inflammation. No further patient complications were reported.